Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was asleep when he/she experienced a controller fault alarm. The site sent the log files for analysis and performed a controller exchange. There was no reported patient injury as a result of this event. The removed was sent to the manufacturer for evaluation. The controller ((B)(4)) passed visual inspection and functional testing. However, a review of the controller log files confirmed the reported "controller fault alarm" event due to aps failure. The root cause for the reported event was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that the controller had controller fault alarms. The alarms occurred while the patient was sleeping. The site performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.